Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 249 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was completed the customer believes the pump is over delivering at night because of incorrect basal settings. The customer was also experiencing site irritation from the infusion set tape. The insulin pump will not be returned for analysis.